Event description:
The monitor was not being cleaned properly at the facility. It was being cleaned according to MFR's instructions in instruction booklet, to clean with water and wipe with a soft cloth. The only label on the monitor says not to use alcohol. The labeling is not adequate for cleaning a device where blood spilling would be expected. The facility notified the MFR and MFR said to use a weak bleach solution. Rptr has no knowledge of other users receiving instructions to clean properly.